Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was corrosion and problems with bearings. The spindle housing, driveshaft, rotor bearing, nose cone, and bearing stop were each replaced along with other components. Service repaired and returned the device to the customer.

Event description:
It was reported that the handpiece began overheating during an extraction procedure. The case was successfully completed with another device. There were no adverse consequences reported as a result of this event.